Event description:
Spontaneous call: patients husband who stated that one of the pumps sn (B)(4) (08/07/2019) started to sound siren-like noise then turned off. Spouse stated that he tried to turn it back on but it would not respond to any keys. Current dose is 9nkm at 0 012ml/hr. Patient switched to back up pump. Pump failure occurred while in use. Patient reported no clinical injury, device was returned. Pump was replaced. No other information known. Reported to (B)(6) by: patient/caregiver. Dose or amount: 9ng/kg/min. Frequency: continuous. Route: subcutaneous. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.